Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 3b endoleak, an occlusion of the limb stent and an occlusion of the main body stent. The most likely cause of the compromised stent graft integrity of the main body stent was the use of strata material within an area with protruding calcifications and an unintentional user-error due to the aggressive angioplasty with a large diameter balloon during implant. The most likely cause of the occlusion with in the device of both the main body and right limb stent was the off-label iliac anatomy due to a focal stenosis of the right aorto-iliac junction (off-label product use condition). A secondary intervention was completed, the physician elected to complete an aui fem-fem bypass. The patient was discharged home on the first post operative day, in stable condition. The devices remain implanted in the patient and were not available for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a limb extension. On (B)(6)2017 a computed tomography (CT) showed an occlusion of the left limb extension a type 3b endoleak was also identified. The physician is planning a secondary intervention to resolve the occlusion and possibly completing an aorta uni iliac (aui) procedure with a non-endologix cook device. The patient has been scheduled for a future date to complete the endovascular procedure. The patient is asymptomatic and currently in stable condition. There have been no additional adverse events reported for this patient.